Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h6 (medical device problem code) should be: 4048 ¿ failure to clean adequately. New information added to the following fields: h3, h4. H6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a/w cylinder has foreign material, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Though we could confirm adhesion/clog of foreign material to/in a/w cylinder from the photo provided by sbc, we could not identify the foreign material. We could not specify the root cause of the foreign material remained in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance for this device.

Event description:
While evaluating a returned olympus evis exera ii colonovideoscope, it was discovered that the air/water cylinder had foreign material present. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation of the event is still ongoing. Should additional information be received from the initial reporter, a supplemental report will be provided.